Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary: (B)(4) - the device was returned, analyzed and no anomalies were found. Concomitant products: 693558 implantable tachy lead, implanted: (B)(6) 2013; 419378 implantable pacing lead, implanted: (B)(6) 2007; 5076 -45 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient died. Information identified in the paperwork indicated the patient died approximately 6 weeks post implant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead and 6 years post implant of the right atrial (ra) and left ventricular (lv) leads. A cause of death was requested and not received.